Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noticed that the stamper did not stay central. It pushed over and below the optic and could not be set correctly. It was noticed with a number of the injectors, and it had happened with a few of the surgeons. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 2 of 3 files.